Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged needle is inconclusive due to the state of the returned sample. Three photographs of an introducer needle were returned for evaluation. An initial visual observation of the photographs showed the introducer needle with a white foreign material on the needle bevel. No use residue was observed on the device. No damage to the device could be discerned from the returned photos. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when the nurse placed the catheter, she found that the introducer needle in the product had barbs and could not be punctured. After replacing the product, normal use resumed. It was reported this occurred with three devices. This report addresses all three devices. (B)(6) 2025- it was found during an investigation that the introducer needle with a white foreign material on the needle bevel.